Manufacturer narrative:
Citation: imamura t., et al. Risk assessment in patients with left ventricular systolic dysfunction following transcatheter aortic valve replacement. J card surg. 2021; 36:3673¿3678. First published: 12 july 2021. Https://doi.org/10.1111/jocs.15822 earliest date of publication used for date of event. Medtronic products referenced: corevalve, evolut r (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the risk factors for post-transcatheter aortic valve replacement (tavr) mortality in patients with severe aortic stenosis. All data were collected from multiple (B)(6) academic medical centers between october 2013 and may 2017. The study population included 2588 patients (predominantly female, mean age 85 years), of which an undetermined number were implanted with medtronic corevalve and evolut r bioprosthetic valves (unique device identifier numbers not provided). Among all patients, 32 deaths occurred during the two-year follow-up period, due to cardiovascular causes. The article associated the development of post-tavr moderate-severe tricuspid regurgitation (tr) to be a predictor of cardiovascular death. Patients who did not develop tr or showed improvement in tr did not experience death in the study period. Based on the available information medtronic product may have been associated with the deaths. Among all patients, adverse events included: moderate-severe tricuspid regurgitation, including worsening tr from baseline prior to tavr. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.